Event description:
Reporter alleged, that on (B)(6) 2009, the pt received a discrepant blood glucose result of 227 mg/dl at 6:15 back to back with a result of 92 mg/dl at 6:19 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B)(6) 2009, the pt received a discrepant blood glucose result of 274 mg/dl at 3:10 back to back with a result of 89 mg/dl at 3:13 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.